Event description:
It was reported that the patient experienced infection at the lead site and reduced wound healing. Surgical intervention was undertaken wherein the system was explanted. The patient was prescribed antibiotics.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.